Manufacturer narrative:
Block h6: imdrf device a1502 code captures the reportable event of stent positioning issue. Imdrf impact code f2301 captures the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that an agile esophageal partially covered stent was to be implanted in the esophagus to treat esophageal cancer during an esophagogastroduodenoscopy (egd) procedure performed on december 1, 2025. The patient's anatomy was tortuous (tight) and was not dilated prior to stent placement. During the procedure, it was reported that the physician was not pleased with the placement of the 10cm agile esophageal stent as it "jumped" forward upon placement and was not able to reposition correctly. The stent was then removed with rat tooth forceps. The procedure was completed with another stent of the same model but with a longer size. There were no patient complications reported as a result of this event.